Event description:
It was reported that the flex deflectable videoscope displayed error code e216 (endoscope communication failure) during preparation for a therapeutic procedure. The procedure was changed to surgical technique. There was procedure delay but no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation error e216 was not reproduced, confirmed that the event reported by the customer did not occur. In addition, the following reportable malfunctions were identified during the device evaluation: no image, video connector was cracked and scratched. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.